Manufacturer narrative:
The device was returned and upon device evaluation, the customer allegation was confirmed. The device displayed no image and only lines were displayed. Additionally, it was noted that the device passed the water leak test, but failed the insulation test. The adhesive of the bending section cover was deteriorated. The switch/camera was working as intended. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed no video image. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the service history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation a definitive root cause could not be established. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.